Event description:
Patient reported the events of ¿reveal devices moved from position¿, ¿folded¿, and ¿ruptured¿ this record relates to the right side. The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "moved from position", "folded", and rupture.